Event description:
It was reported that the console has an emergency button failure. There was no patient involved.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation the console was checked to see if the emergency stop button was loose and there was found that the ring securing the button was damaged and needs replacement. Therefore, the reported allegation was confirmed leading to the reported event. After replacing the emergency button, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. The labeling review confirmed the instruction for use (IFU) includes appropriate warnings and use instructions; there is no indication that the device was not used in accordance with the IFU. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console has an emergency button failure. There was no patient involved.